Event description:
A surgeon reported that a patient developed prolonged uveitis following implantation of an intraocular lens (iol). The association between this event and the iol is not known. Additional information has been requested.

Event description:
Add'l info provided by the reporting surgeon indicates he does not feel the iol malfunctioned. The pt saw another surgeon for a second opinion, and he indicated the iol was malpositioned.